Event description:
In 2009, pt reported she needed help printing the infusion device because there was an air bubble in the insulin cartridge. She stated, she filled the insulin cartridge on event date, and noticed an air bubble on the side of the cartridge. Pt reported the bubbles appeared over time and the bubble is bigger than a champagne bubble. Pt stated, she has tapped it with a pencil and can't get the air bubble out and when she taps, she stated the bubble will not move away from the side to the top. Had pt disconnect and prime the infusion set; primed 25 units of insulin and the bubble was still on the side of the insulin cartridge. Pt reported, she only fills the insulin cartridge half way each time because she had been having higher readings. On call back three days later, pt reported she was still experiencing air bubbles and has experienced high blood glucose as a result of the air bubbles. She stated, her blood glucose was 289 mg/dl and 1 1/2 hours later was 366 mg/dl. Pt requested assistance changing her insulin cartridge while preventing air bubbles. Verified the infusion device was in stop mode. Had pt disconnect the infusion tubing from her infusion site. Assisted pt through the change the cartridge process. Pt stated she was using a new insulin cartridge filled to about 150-160 units of insulin. Verified that there were no air bubbles in the insulin cartridge. Had pt place the infusion tubing and infusion adapter on the new insulin cartridge. Pt reported she advanced the piston rod to the level of the insulin cartridge and inserted the new cartridge in the infusion device. Verified that there were still no air bubbles in the insulin cartridge and that the piston rod was flush with the bottom of the cartridge. Had pt prime the infusion tubing until insulin flowed from the end of the infusion tubing and no air bubbles were visible in the tubing or cartridge. Pt stated, she reconnected the infusion tubing to her infusion site and placed the infusion device in run mode. Advised the pt to check her blood glucose again and take the measures she uses to get her blood glucose to where it needs to be. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.